Event description:
It was reported that the top of the sonde is broken while inserting into the hip of patient. It was further reported that they could not find the broken part anymore as it was deep in the hip, and they had to do a hip tp instead of the planned arthroscopy.

Manufacturer narrative:
Additional information will be provided once investigation is completed.